Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 23 mg/dl. The customer was in a vehicular accident and was the driver. The customer was admitted to the hospital. The customer declined troubleshooting stated he is going to see doctor tomorrow and he knows all he need is setting adjustment. The customer was advised to monitor.